Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the substrate was not good causing a e216 scope communication error. A definitive root cause could not be identified. Based on the results of the investigation, the most probable root cause of the reportable malfunction was cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had a noisy screen. The event had occurred during inspection for use. There were no reports of patient involvement.